Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge with insulin despite having sufficient usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area as instructed, reloaded same cartridge, and successfully resumed insulin delivery, and no additional issues were reported.